Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient's leads have high impedances. The patient's lead was replaced with an MRI compatible lead. The patient was doing well postoperatively. The explanted lead will be returned.

Manufacturer narrative:
The returned lead was analyzed and an x-ray inspection found all cables are intact except the intentional cut during the explant procedure. With all the available information, boston scientific concludes the reported event was not confirmed. Therefore there was no problem detected.

Event description:
It was reported that the patients leads have high impedances. The patients lead was replaced with an MRI compatible lead. The patient was doing well postoperatively. The explanted lead will be returned.